Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (2.0mm universal variable angellocking drill guide, part number 03.211.002, lot number 7896682). The subject device was returned with the complaint that the device prongs had broken off. The 03.211.002 2.0mm universal variable angle locking drill guide is an instrument routinely used in the 2.7mm variable angle locking calcaneal plating system per the technique guide. This condition is confirmed; one of the distal prongs of the variable angle end of the drill guide has broken off leaving a v-shaped gouge where the prong once was. It is likely that four years of consistent use and possible rough handling during surgery or sterile processing has led to this complaint condition. The device was manufactured in 6/2012 and is four years old. Apart from some chipped off red coating; the balance of the returned device is in otherwise fairly good condition with minimal visible signs of wear. The associated drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. Although the complaint condition was confirmed, a root cause could not be definitively determined. It is likely that four years of consistent use and possible rough handling during surgery or sterile processing has led to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient information is unknown. Device is an instrument and is not implanted/explanted. Manufacturing site: (B)(4). Manufacturing date: june 22, 2012. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while preparing for calcaneus fracture surgery at the back table, it was observed that the prongs on the 2.0mm variable angle drill guide had broken off. The prongs were discarded. Although the patient was in the room, the surgical procedure had not begun. When the reporter opened the tray the broken device was observed and back-up device that was readily available was used to successfully complete the surgery. The device is approximately one (1) month old. It is uncertain when or how the break occurred. There were no surgical delays, no additional medical intervention required due to the broken drill guide. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Corrected data: device was discovered broken on (B)(6) 2016; it is unknown when the device broke. (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.